Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. The evaluation of the monitor and electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Download fault flags were identified, but downloading is a secondary function of the device and does not interfere with the device's ability to detect and treat a patient. The evaluation of the monitor included incoming functional testing with a test electrode belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: sn (B)(4) : 04/01/2014 reuse. Electrode belt: sn (B)(4): 01/26/2013 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use (patient pressed response buttons after the treatments had been delivered). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt rate above the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4).

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks during supraventricular tachycardia (svt). The third shock was delivered at 110 j with an impedance of 474 ohms. The cause of the low energy shock was the high impedance. The patient was conscious and said he felt his "heart racing" at the time of the event. Svt rate above the treatment threshold contributed to the false detection. The response buttons were pressed after the treatments had been delivered. The response buttons functioned appropriately. The patient was evaluated at the hospital and the patient removed the lifevest.